Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 70 to 80mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 106 and 97mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/29/2017 and open vial date is 06/28/2016. The product is stored according to specification. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is calling in regards to getting high results when he compares the meter to another meter. He takes his blood test fasting. When he performed the test on the true metrix meter it was higher than the true result meter. He said the test was done at the same time. The customer only used the meter for 2 days.